Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to loss of osseointegration after one year, approximately 1 year after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was good. The doctor reported that the patient had low density grafted bone. Bone augmentation material was not used on implant placement surgery. The patient has since recovered.